Event description:
Prk surgery. Never told of any possible dry eye complications. Have severe dry eyes. I do not believe I was ever tested for dry eyes. Not fully informed about the complications and risk. Was in waiting room to have lasik when an employee of office sitting beside of me was having prk and talked me into having prk instead of lasik. Nothing ever said to me about the possibility of dry eyes. Have plugs now and eyes still hurt and burn everyday. Prescription was around -4 and still way off from 20/20. Still need glasses, eyes hurt all the time, but I'm (B)(6) more poor. This is the biggest scam ever. Doctors are making a killing and never telling pts the real side effects. My doctor was dr (B)(6).